Manufacturer narrative:
Review of livanova complaints database revealed no other similar occurrences notified since unit installation in 2010. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Full functional checkout of device and all tests passed. No parts replacement was needed. Based on the above, it cannot be ruled out that the most likely root cause of reported event was an intermittent communication between the hkr processor board and the shaft angle encoder. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an error message associated to the shaft angle encoder was displayed on s5 pump 2 during procedure. There was no patient injury.